Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the instrument to have a fractured weld between the strike plate and handle body. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required. Root cause for the reported event is due to a tensile overload likely caused by repeated impacts to the distal strike plate surface during it's use in the field. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during use. No further information has been made available at this time.